Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00597206529, all poly patella size 29 mm, lot # 62989688. Catalog #: 00598002702, stemmed tibial component precoat, lot # 63130091. Catalog #: 00596402209, articular surface size cd 9 mm height, lot # 62135379. Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0002648920-2019-00293, 0002648920-2019-00295, 0001822565-2019-01632.

Event description:
It was reported that a patient had initial knee surgery approximately three years ago. Subsequently the patient is now experiencing strong joint bone-muscular pain of the whole body with emphasis on the limb during diagnostic and wants to know the chemical composition of the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.